Event description:
Boston scientific crm received information that this lead dislodged multiple times during the implant procedure and then again prior to the pt's discharge. The physician explanted the lead and replaced it with a new lead. No adverse pt effects were reported. The lead has not been returned at this time.